Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on january 18, 2018. (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site and was treated with oral antibiotics for two weeks. Subsequently, the patient was also administered IV antibiotics (date and duration not reported).